Event description:
It was reported that during a procedure a faradrive sheath was selected for use. There were visible bubbles in the irrigation port after the aspiration when farawave was inserted, therefore it was decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.